Event description:
An edwards aortic bioprosthetic valve was diagnosed as severely stenotic with a peak gradient of over 100 mmhg and ef of 20%, patient received implant of an edwards transcatheter aortic bioprosthetic valve within the existing valve (valve in valve). The patient is an eleven (11) year old boy who received the subject implant four (4) years ago at the age of seven (7). He is noted to have had repair of taussig-bing heart. There were no complications reported after the procedure.

Manufacturer narrative:
The reported device was not returned to the manufacturer because it remains implanted. Without receipt of device the clinical observation cannot be confirmed. However, this patient's medical history and disease stage (congenital heart defect, (B)(6)) may have caused or contributed to this event. Edwards will continue to monitor all events.